Manufacturer narrative:
Additional information section h4 - device mfg date. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat ck-mb assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 14283un24. Device history record review did not identify any non-conformances, potential non-conformances, or deviations relating to the complaint under review. In-house accuracy testing of a retained reagent kit of lot 14283un24, was completed. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat ck-mb assay for lot 14283un24 was identified.

Event description:
The customer observed a falsely elevated architect stat ck-mb result generated for a patient sample. The following data was provided (customer¿s reference range 0-5 ug/l): initial result = 8.3 ug/l, repeat result = 2.5 ug/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat ck-mb result generated for a patient sample. The following data was provided (customer¿s reference range 0-5 ug/l): initial result = 8.3 ug/l, repeat result = 2.5 ug/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02k42, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k041596.